Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) was not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed several intermittent increases in power consumption to parameters above normal operating range during the analyzed period and sixteen (16) high watt alarms logged since 03/jun/2024. Log file analysis also revealed intermittent suction events within the analyzed period. Additionally, log files revealed nine (9) low flow alarms were logged since 16/may/2024. As a result, the reported event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible root causes of the high power event may be attributed to multiple factors including, but not limited, to external factors such as thrombus formation/ingestion, incorrect setting of alarm thresholds, and/or patient factors. Based on the risk documentation, possible causes of the reported low flow and suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/out flow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) exhibited high watt alarms and a few low flows last month. It was noted that the patient felt a bit dizzy and had headaches at times. The patient had been therapeutic on anticoagulation the last few months. The vad parameters were 2600 rpm, 3.5 lpm, 4.1 w, 5.8 peak, 2.5 trough, high watt alarm is set at 4.5. It was also noted that from previous log files the patient high watts ranged from 3.3-4.4. A plan was set for the patient to come into the clinic to get evaluated, auto logs and, or echo. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the low flow alarms were attributed to suction events. Alarm thresholds were adjusted and no further alarms have occurred since.